Event description:
It was reported that the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-00 occurred on erbe integrated electrosurgical unit (iesu). The tse had the customer unplug the external foot pedals and change the monopolar mode to classic; however, error c-33 appeared when the customer powered the iesu back up. The customer did not have another vision side cart (vsc) available to swap and did not wish to use a third-party generator forcetriad. The customer continued with the case. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.